Event description:
It was reported that during a pulmonary lobectomy procedure, the shears jaw broke during its use in the procedure, with only ten minutes of use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.